Event description:
New information notes that the lead exhibited low impedance. The patients condition was good after the procedure.

Event description:
It was reported that during a routine pulse generator change out, an insulation anomaly was noted on the right ventricular lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.